Manufacturer narrative:
Two (2) plates and eight (8) screws were received for evaluation. The returned parts were examined with magnification. Notes on visual appearance include: [surface condition] the plates and screws were in poor condition; this included general anodization wear, brown markings on surfaces, marking obscuration, dents/nicks on edges, marking wear/coverage, and foreign matter on surfaces or nestled within features (likely human bone). [Screw thread damage] several screws had damage to locking and/or bone thread; this predominately included anodization wear with mild deformation of thread, but shearing was not present. [Screw drive feature damage] several screws had damage to the lobes of the drive feature; this included physical warpage of the feature and anodization wear at the upper lobes. [Plate fragmentation] both returned plates had fractured completely; the metal webbing meant to wrap around the rib had been stretched/deformed. The dual plate tabs of the rib plates had separated from the webbing completely; the plate tabs and webbing terminated at fracture planes. [Plate fracture planes] plate fracture planes had varying levels of flatness but were largely flat with significant texturing. No visible ductility was present. [Boney ongrowth] foreign matter had grown over one of the plate tabs as-received; this substance had grown over the surface of the tab not normally in contact with the bone/rib. It is unclear if the bone grew through the slots of the tab, around the edges of the tab, or both. It is also unclear if the noted damage to the plates and screws is relevant to the reported incident (adverse patient reaction). Additionally, it is unknown if the damage occurred during the initial implant procedure, explant procedure, or during both. No definitive conclusion on the observed phenomena can be made.

Event description:
It was reported the patient had two (2) rib plates implanted in 2019. The patient presented to another surgeon three (3) years later with pain in her ribs and requested explant of the devices. The surgeon did not know the cause of the patient's pain, but the patient has hypertrophic ossification along the original fracture site. The plates and screws were explanted on (B)(6) 2022, and it reportedly took 1.5 hours to explant the devices. This report is related to the following report numbers for the other devices (plate/screws) involved in this event: 3025141-2022-00163, 3025141-2022-00164, 3025141-2022-00165, 3025141-2022-00166, 3025141-2022-00167, 3025141-2022-00168, 3025141-2022-00170, 3025141-2022-00171, and 3025141-2022-00172.